Event description:
Nurse withdrew stylet from catheter. At that time, slip covered tip of stylet. Nurse laid stylet on a disposable chux pad. When nurse picked up churx, they received a needlestick injury to left thumb. Protocol followed for needlestick injury.